Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify a broken force sensor alarm, frozen display, or unresponsive buttons due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error as well as frozen display. The blood glucose level was 149 mg/dl at the time of incident. The customer stated that the insulin pump had a broken force sensor was detected during seating or regular delivery. The customer stated that the buttons was not responsive. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.